Event description:
Reported by the complainant as follows... According to the head nurse, who was not present at the time of intubations, the ett twisted itself. Et tube which were involved in these incidents are of an unknown manufacturer.

Manufacturer narrative:
(B)(4).